Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/wedge/segmental resection procedure, the handle could not move forward and firing could not be done. A new reload was used to complete the procedure. There was no patient injury.